Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate hv and atp therapy. It was noted that some atrial events appear in the pvab and were mis-sensed. Programming changes were made and the issue was cleared. The patient was in good condition.